Event description:
It was reported the surgeon called the customer support team directly to discuss a pt he re-op'd approximately 6 weeks ago. It was reported that the surgeon resected approx four feet of small intestine due to an "infarction of the tissue." He discovered that this infarction and "dead bowel" was caused by the migration of an unformed endo titanium staple from a laparoscopic right oophorectomy performed two months prior. The surgeon believes that the unformed staple attached itself to a loop of small bowel and formed an adhesion that banded to another loop of small bowel. The staple was removed and is now in the possession of the pt. There was no report of an incident two months ago.